Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead triggered the lead integrity alert due to high impedance, noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.